Manufacturer narrative:
The event occurred sometime in 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown extension set leaked from the connection between the extension set and the angio catheter during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.